Manufacturer narrative:
Follow-up #1: date of submission: 02/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box showed a power on reset event following a call service 064 alarm on the date of the complaint. The returned battery cap and a test cap was unable to attach to securely tot he pump. The battery compartment threads were damaged. The battery compartment was cracked at the threads to the left of the bumper, at the threads above the bumper, and at the case seal below the bumper. All battery cap contact heights and widths were within specifications. The pump could not power on due to rust/corrosion in the battery compartment. A leak test was performed and failed due to a battery compartment leak. Due to no power the pump display, buttons, alarms, rewind, load, and prime steps, and 24 hour testing were unable to be performed. The pump was opened to find no damage to the power circuit. No moisture was found internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture in it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.